Manufacturer narrative:
Corrected: h6 annex a code a070101 was coded in error, b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing triggering false atrial tachycardia (at) / atrial fibrillation (af) detections, undersensing, oversensing, and high capture thresholds. It was further reported that an atrial lead position check was failed and that an alert was triggered for high undefined out of range (oor) unipolar and bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1tr01 crt-p implanted: (B)(6) 2023, 407658 lead implanted: (B)(6) 2023, 429688 lead implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing triggering false atrial tachycardia (at) / atrial fibrillation (af) detections, undersensing, oversensing, and high capture thresholds with loss of capture. It was further reported that an atrial lead position check was failed and that an alert was triggered for high undefined out of range (oor) unipolar and bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.